Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a transfer set separated from the titanium adapter during use. The transfer set was replaced to resolved this issue. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification with no issues noted. Functional testing was performed including eight psi underwater leak test, clear passage test, clamp function test and integrity of seal surface test with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.